Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months after implant, the implantable cardiac monitor (icm) eroded and migrated through the patient's skin at the insertion site. It was further reported that the icm experienced undersensing associated with the location of the device. The icm was explanted. No further patient complications have been reported as a result of this event.